Manufacturer narrative:
The following report fields have been updated due to additional information received: b5, d6, g3. Additional information obtained clarified that the 26mm sapien 3 valve was explanted the same day as the implant procedure date and was due to an annular rupture caused by a non-ew post dilation balloon. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of the annular rupture resulting in surgical intervention and explant of the valve cannot be determined. It is possible that unknown patient factors (calcification, etc.) And/or device manipulation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry, a 26mm sapien 3 valve was explanted. The reason for the explant is unknown at this time. Per medical records review, the valve implant date and valve explant date were the same day due to an annular rupture. After deployment of the 26mm sapien 3 valve, there was significant paravalvular leak. Patient was presented with native aortic stenosis. The decision was to do an extra dilation of the s3 valve using a 26 non-edwards balloon to oversize the valve. However, after completion of the post-dilation, the operators noted an aortic root rupture requiring explant of the transcatheter aortic valve replacement, a surgical root replacement and a surgical aortic valve replacement.

Manufacturer narrative:
Additional information obtained clarified that the 26mm sapien 3 valve was explanted approximately 1 year post tavr procedure was due to an annular rupture caused by a non-ew post dilation balloon. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the exact cause of the annular rupture resulting in surgical intervention and explant of the valve cannot be determined. It is possible that unknown patient factors (calcification, etc.) And/or device manipulation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry, approximately 1 year and 19 days post transcatheter aortic valve replacement with a 26mm sapien 3 valve in the aortic position, the valve was explanted. Upon medical records review, patient was presented with aortic stenosis and had a 26mm s3 valve in the aortic position via left transfemoral approach. After deployment of the valve, there was significant paravalvular leak. The decision was made to do an extra dilation of the sapien 3 valve using a 26 true balloon to oversize the valve. However, after completion of the post-dilation, the operators noted an aortic root rupture that required explant of the tavr valve, a surgical root replacement and a surgical avr.